Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a correction of the vaginal prolapse procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke during placement of the mesh into the patient's ligament. Reportedly, the dart did not fall into the patient. The procedure was completed with another uphold (tm) lite with capio slim device. There were no adverse patient effects as a result of this event. The patient's condition after the procedure was reported to be stable.